Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip is being filed under a separate medwatch MFR number.

Event description:
This report is being filed because the actuator knob was difficult to turn, requiring use of a surgical clamp to turn it and deploy the clip, which is considered medical intervention. It was reported that on (B)(6) 2013, the procedure was to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed without issue and the procedure was successfully completed with mr reduced to 1. Due to increasing angina, echocardiogram was performed which revealed a single leaflet device attachment (slda) of 1 clip and mr grade of 4. On (B)(6) 2015, clip (B)(4) was positioned without issue; however, after removal of the release pin, the actuator knob was difficult to turn. A surgical clamp was used to turn it. After turning the actuator knob, the actuator knob could not be retracted. After turning the delivery catheter (dc) handle, the clip was able to be successfully deployed. After deployment of another clip, the procedure was completed successfully with mr reduced to 1, no reported adverse patient sequela, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported difficulty turning and retracting the actuator knob were not confirmed via returned device analysis. The investigation concluded that the difficulty turning and retracting the actuator knob may have been a result of interactions between the actuator assembly and the clip during deployment; however, a definitive cause could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no similar incidents for the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that on (B)(6)-2013, the procedure was to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed without issue and the procedure was successfully completed with mr reduced to 1. On (B)(6)-2013, echocardiogram was performed which revealed a single leaflet device attachment (slda) of 1 clip and mr grade of 4. On (B)(6)-2015, due to increasing dyspnea, clip (B)(4) was positioned without issue; however, after removal of the release pin, the actuator knob was difficult to turn. A surgical clamp was used to turn it. After turning the actuator knob, the actuator knob could not be retracted. After turning the delivery catheter (dc) handle, the clip was able to be successfully deployed. After deployment of another clip, the procedure was completed successfully with mr reduced to 1, no reported adverse patient sequela, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Correction: although this incident was initially, conservatively reported as being related to a voluntary field action for the mitraclip delivery system initiated on jan 28 2016, returned device analysis and investigation found this incident is not related to the field action issue.

Manufacturer narrative:
(B)(4). Abbott vascular has initiated a voluntary field action for the mitraclip delivery system on jan 28, 2016. Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.